Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During installation of the pump system, the air bubble detector did not alarm at the presence of air. There was no reported adverse consequence to the patient as result of this event.